Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubble in reservoir. The customer¿s blood glucose was 6.4 mmol/l at the time of incident. It was reported regarding same issue as before for air bubbles. It was reported that the o-rings look out of place and still able to use current reservoir just unable to fill full 180 units. The reservoir will not be returned for analysis.